Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a printer issue. Customer stated the print paper will not feed out or print. Patient had just arrived from the ccl. Several attempts were made to resolve the issue with no success.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) verified printer to print intermittently. Replaced thermal printer. Ran and passed all performance and function tests.

Event description:
N/a.